Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06974. It was reported that when the patient presented remotely via merlin.net transmission, pacing inhibition due to noise oversensing on the right ventricular lead was observed. Device set screw issue was suspected. The lead was capped and replaced on (B)(6) 2020. After the new lead was implanted, sensing, capture threshold and impedance values were stable. The patient was stable after the procedure.